Manufacturer narrative:
Date rec'd by MFR: 13aug2019. The international fse (field service engineer) evaluated the ventilator on 11-jun-2019 and was able to turn the unit on. Upon startup, the ventilator produced an error message related to low oxygen flow rate and the sound of air leakage was identified. The fse replaced the oxygen regulator and oxygen flow sensor and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported unit would not power on. The device was not in use at the time of the reported event; therefore, there was no patient involvement.